Event description:
It was reported that the right atrial lead was capped due to episodes of noise detected and impedance issue. It is believed the cause of the inappropriate mode switching was clavicular crush. A new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.